Manufacturer narrative:
Block b3: exact date unknown, event occurred nine months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7082501. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 32029020. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent lead replacement procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned.